Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was placed in the patient and after modeling, the physician noticed the cylinder has an aneurysm. The device was removed, and a new cylinder set was implanted.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. Based on the procedures by which this device is tested prior to release, specific to revealing an aneurysm, it was concluded this most likely occurred subsequent to the opening of the device packaging. In addition, this most likely occurred as the result of overinflation and/or excessive manipulation during the attempt to correct the observed penile curvature. This device is capable of generating pressure sufficient to aneuryze an unrestricted bladder. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was placed in the patient and after modeling, the physician noticed the cylinder has an aneurysm. The device was removed, and a new cylinder set was implanted.